Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient had a good result following the implantation of an artificial urinary sphincter (aus). However, after 40 days the patient experienced recurring incontinence. A cystoscopy showed incomplete occlusion of the urethra of the cuff. Magnetic resonance showing normal location of the balloon and pump. The cuff is filled when triggered, but the occlusion is very light. A replacement of the system was requested by the physician.